Event description:
Customer received a suspected false positive result from cue covid-19 test cartridge pack, home & otc and on (B)(6) 2022. It was followed by a negative result with the cue test on the same night on (B)(6) 2022. Two cue covid-19 tests, home & otc, were taken the following morning, on (B)(6) 2022, and yielded negative results.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation is still ongoing and a supplementary report will be provided once completed.

Manufacturer narrative:
H10: investigation summary: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Correction to h6: medical device problem code corrected to 1227.

Event description:
On (B)(6) 2022, customer tested negative with an unspecified covid-19 antigen test. Customer experienced nausea and had no known exposure. Cartridges were stored within the validated temperature range.